Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a button did not react even when pressed hard. The device¿s front panel board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a button did not react even when pressed hard. The device¿s front panel board was replaced to address the issue. The front panel board was evaluated by the manufacturer's product investigation laboratory (pil) and found the front panel board functioned as designed and operated without issue or error codes.